Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The camera and the scu were replaced and the issue was resolved. Was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported, that while trouble shooting for another case, after restarting the system the camera had the right light flashing amber. In the camera details the camera was listed as faulted and in red status. The site disconnected the camera cart and shut the system down. The site then re-connected the cart and powered on the camera cart with no resolve. The site shut the system down, and unplugged from the wall and waited 30 seconds. They started the system up with the camera connected. The camera initially showed as localizer not connected but after a few minutes the camera began tracking and could see the reference frame. There was no reported impact to patient outcome and a reported delay of less than one hour.

Manufacturer narrative:
The system control unit (scu) was returned to the manufacturer for analysis. Part powered up without the amber fault light on but it came on shortly after. A check of the event logs showed numerous errors. The part was determined to be faulty. The camera was returned to the manufacturer for analysis. Camera failed an accuracy test. The camera was found to be malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported, that while trouble shooting for another case, after restarting the system the camera had the right light flashing amber. In the camera details the camera was listed as faulted and in red status. The site disconnected the camera cart and shut the system down. The site then re-connected the cart and powered on the camera cart with no resolve. The site shut the system down, and unplugged from the wall and waited 30 seconds. They started the system up with the camera connected. The camera initially showed as localizer not connected but after a few minutes the camera began tracking and could see the reference frame. There was no reported impact to patient outcome and a reported delay of less than one hour.